Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient stated that the subject meter began reading inaccurately around 3 weeks prior to contacting lfs when he obtained an alleged inaccurate blood glucose result of ¿219 mg/dl¿. The patient indicated that the result was high compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with a combination of unspecified medications. He denied making any changes to his usual diabetes management routine following the start on the alleged issue. He reported that later on the same day, he developed symptoms of ¿disorientation and hardly see any more¿. He advised the cca, that when his sugar gets too high, he gets these symptoms, but the same symptoms occur when his blood sugar level is in the ¿40s and 50s¿. The patient denied receiving any treatment for his symptom above or beyond the usual routine of diabetes care and management; however, he was advised by the doctor to contact lfs as there was a difference between the result on the subject meter compared to the reading on the doctor¿s meter. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining high readings on the meter and continuing with his usual diabetes management routine. As the patient was unable to distinguish between symptoms of a high and low blood glucose excursion, the symptoms could have been be related to hypoglycemia and, as a result, the lfs products could not be ruled out as a cause or contributor to the event.